Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, device was not detected on the bus and the drawer failed to open and close. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was unable to detect the drawers. A field service engineer attempted to resolve the issue by unplugging the station and rebooting, but this did not work. The engineer then replaced the module controller board and the drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.